Manufacturer narrative:
The customer confirmed that their maintenance department performed the repair by realigning the siderail.

Event description:
It was reported that the siderail will not latch at mid height. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the siderail will not latch at mid height. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.